Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim low audio output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported audible alerts were barely heard, but device did vibrate.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.